Event description:
It was reported that the customer received intermittent cartridge alarms (alarm 1) with multiple cartridges. Customer reported blood glucose level was not impacted by the issue. Reportedly, the customer reverted to manual injections for insulin therapy.